Event description:
On (B)(6) 2020. Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the ins never helped with the patient's pain. The patient reported that since implant he didn't get relief and his physician ultimately told him that there was nothing more that they could do with the programming. The patient noted that the device should not have been implanted as it had never helped. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. On 2020-05-15, additional information received from a consumer (con). It was reported that the stimulator was a pile of junk. On (B)(6), additional information was received from the patient reporting that they couldn't have an MRI because their implanted neurostimulators battery was dead since 2-3 years ago. Pt noted the ins never worked since implant date. Pt met with several mdt reps (names asked, unknown) in person about the issues after they were implanted. Pt noted their mdt rep said the leads were the problem. Agent reviewed their ins was most likely over-discharged. Agent reviewed role of representative and provided the patient with the nas number for their healthcare provider office. Pt became escalated and continued to ask for assistance, but the agent reviewed patient services couldn't assist with their issue and needed to meet with a manufacturer representative (rep) . Agent re-directed pt to their healthcare provider (hcp) but patient was upset.

Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2016: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, serial#: (B)(6), ubd: 18-sep-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.